Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing, resulting in inappropriate atrial tachy response (atr) episodes. Lead measurements have been stable. Technical services (ts) discussed troubleshooting options and to continue to monitor. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).